Event description:
The pt reported, the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens in the pt's left eye (os) on (B)(6) 2008. The pt reported having been prescribed eye drops for two weeks because, the surgeon stated, she had high pressure or glaucoma inside her eye. Also reported, her vision was not 20/20 in the left eye. The icl remains implanted.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: other, a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: medical review - review of the data clarification form showed that there was a slight progression of myopia uncorrected at 6 months post-op with slight change in best corrected visual acuity. This phenomenon is not due to the icl rather a condition of the eye where refraction is not yet stable. This is a normal process of the eye unless other findings are noted in the future.